Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the lead had multiple high impedances, and surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.

Event description:
It was reported that ipg was unable to enter MRI mode. Lead diagnostics showed that contact 16 had a high impedance. It was noted that patient had a fall. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.